Event description:
Healthcare professional (hcp) felt full, as if he were overfilled, after using the homechoice cycler for apd therapy. Hcp reported that hp had "positive" ultrafiltrate volumes between 400ml and 1300ml, which indicates that the volume of fluid the cycler drained from the pt was greater than the volume of fluid the cycler delivered. Hcp related that the hp went to the emergency room after he appeared distended and felt full. According to the hcp, hp manually drained 4000ml, which is 2000ml greater than his programmed last fill volume of 2000ml. Hcp states that she does not attribute the incident to the homechoice cycler, nor does she feel that any machine failure or malfunction had occurred. Hcp attributes incident to the hp's own anatomy, relating that the hp has improved drains when he is in an upright position than when he is lying down. According to the hcp, there was no pt injury or medical intervention as a result.